Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: z304h batch (B)(4) mfg date ¿ 01/01/2011 exp date ¿ 01/31/2016. Z310h batch (B)(4) mfg date ¿ 03/01/2011 exp date ¿ 01/31/2016. Z310h batch (B)(4)mfg date ¿ 03/01/2011 exp date ¿ 01/31/2016. Z311h batch (B)(4) mfg date ¿ 03/01/2011 exp date ¿ 01/31/2016. Z311h batch (B)(4) mfg date ¿ 04/01/2011 exp date ¿ 01/31/2016. Z311h batch (B)(4) mfg date ¿ 04/01/2011 exp date - 01/31/2016. Z311h batch (B)(4) mfg date ¿ 05/01/2011 exp date - 01/31/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure in the respiratory department on (B)(6) 2011 and suture was used on the fascia, under the skin and to close the wound. After the surgery, the patient developed a tissue reaction like erythema. The suture that was placed under the skin was removed and the symptom subsided. A different suture was used to close the site. Additional information was requested.

Manufacturer narrative:
(B)(4): inflammation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following product codes: z304h, z310h, z311h.